Manufacturer narrative:
Citation: mehilli et al. Predictors of pacemaker implantation in women undergoing contemporary transcatheter aortic valve replacement: results from the win-tavi registry. European heart journal, 2017, aug 1; 38, issue suppl_1; epub 29 august 2017. 10.1093/eurheartj/ehx504.p3283. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predictors of permanent pacemaker implantation in women undergoing contemporary transcatheter aortic valve replacement (tavr). All data were collected from the win-tavi registry involving multiple centers. The study population included 1019 female patients (mean age 82.5 years), an unspecified number of which were implanted with a medtronic evolut r bioprosthetic valve (serial numbers not provided). Permanent pacemaker implants occurred in 15.2% of patients with a corevalve. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.